Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-balloon catheter (iab) was inserted via an 8fr sheath into the patient's femoral artery. In the intensive care unit (ICU) after 5 hours of iab therapy the patient felt something near the insertion site. The staff checked on the catheter and noticed there was blood leaking from the hub of the central lumen. The leakage was not from where the extension tubing connects. The leak was coming from what appeared to be the size of a pin hole and it was located in the middle of the hub. Another iab was not inserted because the patient received the iabp therapy required. There was no reported patient death, injury or complications. The iabp therapy was interrupted however, there were no patient issues. The sales rep provided a video taken during a visit to the hospital on (B)(6) 2017. The cath lab staff took the catheter and injected fluid through it to replicate the leak. Since the issue did not occur during the insertion procedure, the staff threw away the packaging which had the lot number. The serial number was obtained from the catheter.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint that there was a leak at the hub of the central lumen is confirmed. During functional testing, a crack was found at the injection site of the bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported that the intra-balloon catheter (iab) was inserted via an 8fr sheath into the patient's femoral artery. In the intensive care unit (ICU) after 5 hours of iab therapy the patient felt something near the insertion site. The staff checked on the catheter and noticed there was blood leaking from the hub of the central lumen. The leakage was not from where the extension tubing connects. The leak was coming from what appeared to be the size of a pin hole and it was located in the middle of the hub. Another iab was not inserted because the patient received the iabp therapy required. There was no reported patient death, injury or complications. The iabp therapy was interrupted however, there were no patient issues. The sales rep provided a video taken during a visit to the hospital on (B)(6) 2017. The cath lab staff took the catheter and injected fluid through it to replicate the leak. Since the issue did not occur during the insertion procedure, the staff threw away the packaging which had the lot number. The serial number was obtained from the catheter.